Event description:
A capio open access suture capturing device was used during an anterior prolift procedure in 2008. (Pt weight unk). According to the complainant, while using the capio suturing device, the physician "went to far" with the capio and caught a small vessel close to the sacrospinus ligament, and the pt bled. He waited, sutured again, cauterized the vessel, and the bleeding stopped. The pt's condition was reported as "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the MFR date and expiration date cannot be determined. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.